Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6 and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: adhesive on bending section cover had foreign objects. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: regarding the customer allegation that the air-water channel is obstructed by paper fragments accidentally released in the instrument washer, the most likely causes are clogging of the air-water tube, resulting in no air being fed and no water being fed. Another likely cause contributing to the customer allegation is the presence of foreign objects in the nozzle. Regarding the investigation finding of foreign objects in the adhesive on the bending section cover, a definitive cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope's air/water channel was obstructed by paper fragments. The issue occurred during inspection for use of the device. There were no reports of patient harm.